Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. F1908: delay of less than one hour (10 minutes) f26: no patient impact h2: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a functional endoscopic sinus surgery (fess). It was reported that there was issues registering a patient. The surgeon was able to pass registration, but the zone of accuracy was off to the patient left and when they checked anatomical landmarks it was showing them deep in the sinuses when touching the surface of the skin. Technical services (ts) walked through 3-point trace and patient tracker point of reference for registration with no change. Then the site edited the registration model and noticed auto-refine was not originally done when they first edited the model. When auto-refined, they were able to register the patient for accurate navigation. Probable cause was user error. This resulted in a surgical delay of 10 minutes. There was no patient impact.